Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that system crashed, the indicator led was on, but device cannot be used. The review of error log showed host pc related issues. Fse showed that host pc failed memory check. The defective part was returned for analysis and showed that host pc failed memory check. However, the replacement of the host pc by the field service engineer has resolved the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device crashed, preventing use. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality.